Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged the pump was not delivering insulin properly and blood glucose (bg) would elevate (value not provided). Treatment of bg was not provided.